Event description:
Customer reported blood glucose result of 241 mg/dl on inform system, lab result of 168 mg/dl from the same venous sample drawn at 0500. Also reported blood glucose result of 288 mg/dl on inform system, lab result of 200 mg/dl from the same venous sample drawn at 0947. Customer reported no patient symptoms and did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.